Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.0 diopter was implanted into the patients right eye (od) on (B)(6) 2024. The patient experienced excessive vault, significant reduction of irido-corneal angles and pigment dispersion. On (B)(6) 2024 the lens was exchanged with a shorter length lens and the problem resolved. The cause of the event was reported as unknown. (B)(4)

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.0 diopter was implanted into the patients right eye (od) on (B)(6) 2024. The patient experienced excessive vault, significant reduction of irido-corneal angles and pigment dispersion. An assessed date for elevated iop was provided, however it was not confirmed if the patient experienced elevated iop since a value was not reported. On (B)(6) 2024 the lens was exchanged with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica, pigment dispersion (B)(4).